Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range pacing lead impedance measurements greater than 2,000 ohms. A lead fracture was suspected. Loss of capture at maximum outputs was also reported. Additional information indicated that an x-ray or fluoroscopy revealed what the physician thought to be a subclavian crush. The lead and device header connections were also checked and were found secured. A surgical intervention was performed in which the lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.